Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and caesarean section ('c section') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion ("device was noted to be visible at the fundus of the uterus and the junction of left fallopian tube"), was found to have a pregnancy with contraceptive device ("pregnancy") and underwent caesarean section (seriousness criterion medically significant). The patient was treated with surgery (caesarean section and essure removal, tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, caesarean section and device expulsion outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered caesarean section, device dislocation, device expulsion and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and caesarean section ('c section') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cervical dysplasia. (B)(6) 2012-pregnancy test results: negative. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion ("device was noted to be visible at the fundus of the uterus and the junction of left fallopian tube"), was found to have a pregnancy with contraceptive device ("pregnancy") and underwent caesarean section (seriousness criterion medically significant). The patient was treated with surgery (caesarean section and essure removal, tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, caesarean section and device expulsion outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 16, para 15. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered caesarean section, device dislocation, device expulsion and pregnancy with contraceptive device to be related to essure. The reporter commented: insertion details-right coil: 5. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received-new reporter, lab data, medical history, insertion details were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and caesarean section ('c section') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion ("device was noted to be visible at the fundus of the uterus and the junction of left fallopian tube"), was found to have a pregnancy with contraceptive device ("pregnancy") and underwent caesarean section (seriousness criterion medically significant). The patient was treated with surgery (caesarean section and essure removal, tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, caesarean section and device expulsion outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered caesarean section, device dislocation, device expulsion and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-aug-2020: pif received: case became serious incident. Previously reported event injury nos replaced with new events. Events added: migration, essure device noted to be visible at fundus, c-section, pregnancy and device ineffective. Essure removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.